Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were no environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2019, the patient underwent surgery for an external monitoring and drainage system. On (B)(6) 2019, the patient's family found a rupture at the connection joint of the ventricular catheter. It was stated there was also cerebrospinal fluid leakage. The doctor promptly extubated it and disposed of the catheter. The patient developed a fever and intracranial infection that day. After more than 10 days of treatment to control the infection, the patient was discharged on (B)(6) 2019.